Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: patient "had problems with the prostheses, discomfort, feels wrinkled and marked on the skin.".

Event description:
Patient reported left side "discomfort, feels wrinkled and marked on the skin." Physician reported "pain", "baker grade IV contracture", and "excision of a nodule". Event of "nodule" is not device related. The device has been explanted and replaced.